Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Device operated according to specifications. It is unknown if the patient anatomy met the criteria for indications for use. No conclusions can be drawn.

Manufacturer narrative:
The complaint was reviewed by medical director. The md assessment indicated that the patient's anatomy and pathology placed him at higher risk than normal for an endograft due to extensive circumferential calcification at the aortic neck. The condition required a second extension and palmaz balloon expandable stent graft in an attempt to treat a residual type I endoleak. When this failed a coda balloon was used showing reduction in the endoleak but not seal. It was felt that after anticoagulation was recovered, the endoleak would resolve. However, it appears the ballooning at the calcified neck resulted in fracture, rupture and the patient's death. There is no indication the device was defective or caused the death. Ballooning calcified necks resulted in this type of complication.

Event description:
Patient was reported to be (B)(6) and the aneurysm neck contained circumferential calcification. After successful deployment of 25 mm bifurcated device and 28 mm aortic extension an angiographic image revealed a proximal type I endoleak. The physician elected to place a second 34 mm aortic extension ; however the endoleak remained. The physician then placed a palmaz balloon expandable stent graft; however the endoleak still remained. The physician then began modeling with coda balloon, gently on the suprarenal stent segments and then more aggressively within the stent grafts. An angiographic image showed the endoleak had reduced, the physician felt once the patient was removed from anticoagulants the endoleak would resolve. While the physician was closing the access sites the patient's blood pressure began to drop. The physician elected to perform a midline abdominal incision to survey for vessel damage. Upon reaching the aorta the physician noted a rupture above the implanted stent graft, but below the renal arteries. The physician removed the two aortic extensions; however the patient's blood pressure continued to drop. It was reported the patient died before the physician could begin sewing in the dacron graft. The ballooning of the circumferential calcification ring may have caused the aneurysm neck to crack and rupture.

Manufacturer narrative:
Actual device not returned hence no device evaluation performed. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.